Event description:
It was reported that the tubing of a clearlink solution set with duo-vent spike was cut. This issue was described as, ¿tubing had a large slit in it¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was incorrectly assembled into the y-site clearlink (due to a twist in the upstream part). Pressure test and clear passage under water were performed, and it was noted that there was a leak between the tubing due to incorrect assembly into the y-site clearlink. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.